Manufacturer narrative:
Additional information: h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The customer reported ¿lot of downstream occlusion alarm¿ was not reproduced during any of the functional tests performed. The review of the history log revealed lot of downstream occlusions messages but no alarms were observed on the reported event date. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test as the results were over the range limit during delivery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate test" was not reproduced. Evaluation sent the device for flow accuracy testing and it passed. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. However, the m2 & m3 springs required to be replaced to ensure continued accurate delivery. Should additional relevant information become available, a supplemental report will be submitted.